Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The blockage was located in the tubing. The infusion set had been in use for less than 48 hours. The patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 29-dec-2025 against "lot number" 6013744 and similar malfunction codes: occlusion in the tubing and/or tubing connectors (e.g., occlusion alarm from the infusion pump may have sounded), occlusion in the tubing and/or tubing connectors-reduced flow, occlusion in the tubing and/or tubing connectors-blockage. The review confirmed that lot 6013744 and the identified failure mode are not associated with any ncrs or corrective and preventive action (CAPA)s of the same or similar nature. Similar complaints search: a query was run in the eqms on 29-dec-2025 against "lot number" criteria equal 6013744 and similar malfunction codes: occlusion in the tubing and/or tubing connectors (e.g., occlusion alarm from the infusion pump may have sounded), occlusion in the tubing and/or tubing connectors-reduced flow, occlusion in the tubing and/or tubing connectors-blockage. The count of complaint is 1. The complaint number is (B)(4). Device history record (DHR) review: the lot 6013744 was manufactured according to the work instruction (wi) version 101 and manufactured in the multivac 14 on 15-jun-2025 with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 5d04823 was manufactured according to the wi version 67 and manufactured in the machine sc08, on 12-may-2025, with a total of (B)(4) units. Gluing of tubing of the lot 5d04830 was manufactured according to the wi version 68 and manufactured in the machine sc08, on 03-jun-2025, with a total of (B)(4) units. The DHR review indicated a non-conformance (nc) 2272369 related to clean room environment and is not associated to reported issue on this complaint. Therefore, the overall review of the DHR confirms that all required process-related tests were completed and met the applicable requirements. No deviations were identified, and no maintenance events were recorded in relation to the complaint code. Conclusion: DHR review identified minor finding. It was managed according to procedure and did not impact compliance; no issues noted. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Conclusion summary of complaint investigation: as a result of the following: a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6013744 and related malfunction codes for tubing damaged. One complaint was identified for this lot, but no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. No photo evidence was provided, so the assessment was based on documentation only. Based on these results, no manufacturing or quality issues were identified, and no further investigation is required. The record will be closed and monitored through routine tracking and trending.

Event description:
To date no additional patient or event details have been received.